Manufacturer narrative:
The insulin pump passed the displacement test and self test. The insulin pump was monitored and functioned properly. No error alarm was noted. The insulin pump was tested with a glucose sensor simulator and communicated and functioned properly. No calibration error was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that an alarm occured on the insulin pump. Customer also reported calibration errors on the insulin pump. Customer's blood glucose level at the time 124mg/dl. Advised insulin pump would be replaced. No additional information is provided.